Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced. The cause of peritonitis was not reported. Treatment and hospitalization were not reported. It was not reported if pd therapy was ongoing. The patient outcome was unknown. No additional information is available.